Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8711, lot# j11034r13, implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient had their whole pain pump system explanted due to infection last year on (B)(6) 2016. No further complications were reported/anticipated.